Manufacturer narrative:
(B)(4).

Event description:
It was reported that a possible rv lead dislodgement was observed. The patient suffered a stroke, and was resuscitated and brought to the hospital. During the post-rescue device check, loss of rv capture at max outputs, low sensing and low pacing lead impedance were observed. The patient is not dependent and is maintaining his own rhythm. The lead was repositioned. The patient was doing well.